Event description:
Patient enrolled into the (B) (4) trial: major hemorrhagic stroke reported 5 days after the procedure and discharge. During hospitalization, the patient had episodes of seizure activity and dense left-sided weakness. A repeat CT scan of the brain on (B) (6) 2010 when compared to CT on (B) (6) 2010 revealed a new hematoma on the right temporal lobe, with surrounding vasogenic edema and a small amount of mass effect. Patient discharged to extended care facility. Recovered with sequelae. Please reference MDR 2183870-2010-00097 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.